Event description:
The customer contact reported a leak. The tubing set was being used to delivery an unspecified volume of an unspecified concentration of physiol, at a rate of 30ml/hr. It was reported that the physiol was in a glass bottle. It was reported that the vent cover on the piercing pin of the tubing set was opened for the glass bottle delivery. It was reported that one hour after the delivery was started an unspecified volume of solution leaked from the vent on the piercing pin of the tubing set. There were no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported leak from the air filter assembly on the piercing pin of the tubing set was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.